Event description:
The customer called technical support (ts) reported that the device has a touchscreen malfunction. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states unit has a touchscreen malfunction. Will calibrate but will only hold for a day then go back to not working properly. The customer is requesting the part number for the touchscreen. The rse provided the customer with the part number and price for the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards.